Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. A clinical review was performed, which determined that there was "no code-stat record is available to determine if the patient was in a shockable rhythm." And therefore there is "insufficient data within the file to determine the impact of the device use." The customer was contacted regarding return of the electrode pads for evaluation, however no response has been received and the electrode pads have not been received. The device was not returned for evaluation. The reported issue was not verified and the cause was not determined. Device not returned for evaluation.

Event description:
The customer contacted physio-control to report that their device was stating "check pads during a cardiac arrest. They reported that the patient was sweaty and the pads were not sticking properly to the patient. They reported that the patient ultimately expired, however the date of death was not provided. The customer was not able to provide any electronic ECG records. In this state the device may not be able to deliver defibrillation therapy if needed.